Manufacturer narrative:
Unique device identifier (UDI): (B)(4) or (B)(4). The certas valve (ID 828806) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 5. The valve was visually inspected; no defect was noted. The valve was hydrated. The valve passed the test for programming, occlusion, leak, reflux, siphon guard and pressure. The valve was dried. The siphon guard was removed. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the valve, at the time of investigation no function issues were noted.

Event description:
N/a.

Event description:
A facility reported a certas valve (ID 828804) was implanted in a pediatric patient via l-p shunt on (B)(6) 2023 with unknown setting. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). On an unknown date, an attempt was made to change the set pressure, but it was not possible. Since obstruction was suspected, the valve was removed and replaced on (B)(6) 2023. According to information provided, it is unknown if the patient presented with signs and symptoms.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.